Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not fire the bipolar instrument during the procedure. Stepping on the energy pedal did not generate any errors on fenestrated bipolar forceps instrument. The energy output was maintained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with isi clinical sales representative and obtained following additional information: the csr informed they tried to replace the energy cable, but that did not resolve the problem, and then they replaced another instrument of the same type to complete the operation. The generator has not been replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The instrument passed energy recognition test. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is not obvious damage to the conductor wire(s). The instrument was transferred to the failure analysis engineering team to be evaluated. Initial findings were confirmed. The instrument passed energy recognition; however, it failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. Review of the provided image is consistent with the reported fenestrated bipolar forceps instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.